Event description:
A medtronic representative reported a navigation system that became unresponsive. The medtronic representative was attempting to acquire patient logs and after launching the cranial 2.2.6 application, went to admin and was at the options tab, where the system became unresponsive. A hard re-boot returned the system to normal function. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer and hd drive shipped to site (B)(4) 2013. - medtronic investigation of returned suspect computer finds that the initial boot was successful. Launched ent successful and navigating. System stable after 1 hour+ run time. Attempted to archive to dvd successful in cranial 226 app but the dvd disk space available is not reporting correctly (shows blank dvd as 393m, in cranial it reports 4.xxg). Drive will write and read dvd/cd. Navigation system ran overnight in fsn navigate mode. System fully responsive. Hdd reporting zero bad sectors. Fully functional. No fault found, this device did not cause the event. - medtronic investigation of returned suspect hd drive finds the drive will write and read dvd/cd. Fully functional. No fault found, this device did not cause the event. Issue could not be replicated. - software investigation completed. Findings were that the root cause could not be determined without further information as the behavior could not be replicated.